Event description:
Customer reportedly received the following results on guide meter, within 10 minutes: 30 mg/dl, 397 mg/dl and 195 mg/dl. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent